Event description:
It was reported that the patient implanted with this pacemaker system had atrial standstill, but the device rarely atrial paced because the intrinsic ventricular signals kept resetting the timing. Electrogram (egm) review also revealed two atrial pace beats caused intrinsic ventricular beats to fall into cross chamber blanking and not be sensed, and the device provided inappropriate ventricular pacing. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.